Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during sterilization process that the rubber seal is missing from the aseptic housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during sterilization process that the rubber seal is missing from the aseptic housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The product was not available for inspection, therefore the reported event, device is missing the rubber seal, could not be confirmed in this case. The device was not available for evaluation; lost during transit.